Event description:
Physicist testing report on this x-ray system found that the maximum tabletop fluoro dose rate is above the 10r/minute level on the high dose setting.

Manufacturer narrative:
(B)(4). (B)(4). Added additional information the sales unit was returned with six packages. Three of the packages were fine with no issues. Three of the packages had narrow seal caused by top stock misaligned with film. The seal requirement is 4/32" and the seal margin on the affected packages was 5/32" making the package seal acceptable. There is no impact to device sterility.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that there was packaging with the gap between soft blister and tyde of long side heat seal position was found during (B)(4) labeling process.